Manufacturer narrative:
The user-reported issue was not found. The pump was found to have a flow rate accuracy of -1.83%, which is within the +/-5% specification. The pump failed the 30 psi occlusion test, which is not related to the user reported issue. The pump was recalibrated and tested to meet all specifications on (B)(6) 2017. Upon receiving the complaint, it was initially determined as not reportable by the manufacturer. During the final review of the complaint file by quality/management, it was determined as MDR reportable on (B)(6) 2017.

Event description:
The user reported that the pump did not run on time. She put 20 minutes in for the total time of infusion, but there was still more than half of the fluid remaining in the bag to be infused at the end of the 20 minutes. No patient injury or harm has occurred.